Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the aer¿s lid has been replaced. The cracked lid was not returned for evaluation. The cause of the reported event cannot be determined. The oer-pro instruction manual states, ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ¿ the lid is not cracked, broken, or otherwise damaged. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Event description:
The service center was informed that the user facility¿s automatic endoscope reprocessor (aer) lid was cracked. The user facility reported that only olympus scopes are being reprocessed in this device. The minimum concentration is being checked prior to every scope being reprocessed. Only two scopes are reprocessed per aer cycle. There was no report of a leak. No fumes or smoke was reported. There was no positive device cultures. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. Since the actual lid was not returned for evaluation the repair history was reviewed and found no service performed within the past year. A complaint history review was performed for this model and phenomenon and found one similar report. Based on that investigation, the fracture surface analysis, was a brittle fracture. Possibly caused by stress on the lid due to something being stuck between the lid and retaining rack/washing. Further analysis was performed and a similar device (oer-3) possessed by the manufacturing business center (mbc) was used to reproduce the phenomenon. The lm confirmed that the lid cracks are related to following acts: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It is possible that the suggested event was due to mishandling from similar complaints and reproduction of the event.